Manufacturer narrative:
The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope presented noise on the image, and error code e213 appeared. The issue was identified during service / maintenance. There were no reports of patient involvement.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, and additional information regarding the final investigation. Correction added to fields: d5, h6 (investigation finding / conclusion), and h11 (device evaluation results). Additional information added to fields: h4. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e213 appeared in inspection by disassembling the device confirmed that the image sensor unit cable was kinked at the bending section. The kink above may have caused breakage or short circuit of output signal wires which led to the image abnormality. The following may have caused the kink: -stress applied to bending section by inserting trocar obliquely, withdrawing trocar while bending the device -massive external stress applied to the image sensor cable such as excessive twisting, bending of universal cord, etc. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.